Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open lower lobectomy. The surgeon clamped the lung tissue but was unable to fire the stapler. The surgeon could not squeeze the handle. The instrument completed the clamp test appropriately prior to the surgeon attempting to fire the device. To complete the procedure, a new handle was used. No patient injury or extension in surgical time. Patient status is alive, no injury.